Manufacturer narrative:
This is report 8 of 11 for this article. The primary author is dr. Claire bastard.

Event description:
An article published in the european urology focus literature article reported the results of a multicenter study examining physician learning curves for photoselective vaporization of the prostate (pvp) using xps greenlight laser. The article analyzed the learning curves of 3 physicians with different levels of surgical experience and institutional backgrounds who treated 366 patients between 2011 and 2015. Physician one treated 153 patient and reported the following complications; 16 patient had clavien grade 1 urinary retention and 9 patients had clavien grade 1 hematuria. Physician two treated 112 patients and reported the following complications; 18 patients had clavien grade 1 urinary retention; 3 patients had clavien grade 1 hematuria; 2 patients had clavien grade 2 urinary tract infection; 1 patient underwent endoscopic clot removal and 1 patient underwent endoscopic clot removal and transfusion. Physician three treated 101 patients and reported the following complications; 12 patients had clavien grade 1 urinary retention; 6 patients had clavien grade 1 hematuria; 1 patient had clavien grade 2 urinary tract infection and 1 patient underwent endoscopic clot removal. This report is for physician three and urinary retention.